Event description:
On (B)(6) 2009, the patient reported that over the last few weeks, he has had 4 occlusion errors on his insulin device (competitor product). He stated he does not currently have an occlusion error. The patient stated that when he received an occlusion error, he would change his entire insulin infusion set. His infusion set would normally last one day or less before the occlusion occurred. He stated one of the headset cannulas he removed was slightly bent. He said, he rotates his infusion site using his entire abdomen and manually inserts the infusion headset, although he has an insertion device. He has scar tissue but tries to avoid those areas. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.